Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming that there's a blockage however there's no medication left in the pump. The pump was in use when the reported event occurred. It was reported that the reason for use was pulmonary arterial hypertension. There were no adverse effects to the patient due to the reported event.